Event description:
The account alleges that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the physician experienced some difficulty in accessing the patient's subclavian vein. During several attempts to access the vein, bleed back was verified by the attending physician. A venogram was taken to identify the targeted anatomy and landmarks with no success. The patient's artery was unintentionally pierced several times during access attempts. The patient's condition deteriorated throughout the procedure and the account alleges that the patient had to be intubated, artificially ventilated, resuscitated and transferred to a surgical suite in unstable condition.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrected info for b.5: has been updated.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the investigation is complete.

Event description:
The account alleges that during a crt-d implantation procedure the physician attempted to puncture the subclavian vein several times without success. Representation with contrast medium and further attempts followed. The artery was hit several times. The patient bled from the mouth, was intubated, artificially ventilated, resuscitated and transferred to the surgical operating room in an unstable state. No further patient condition was communicated.